Event description:
The customer reported that the system would display a file system corrupt error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep reloaded the system and restored the calibration and the configuration files and the dicom configuration. The system was tested and found to be working as intended and put back in service.